Manufacturer narrative:
(B)(6). (B)(4). Investigation results: one lighttrail reusable 270um laser fiber was returned in one piece. The piece measured approximately 309.1 cm from the top of the connector to the tip. Visual examination revealed that the exposed glass fiber tip measured approximately 5 mm and was fractured. Examination under magnification revealed that the fiber tip was fractured with a portion detached. Visual examination revealed that light cannot travel well to the fiber face within the sma connector to fully illuminate it, indicating that there was a fracture within the connector prior to laser energy passing through the device. It was likely that due to the fracture within the connector that the aiming beam was weak per the reported event, confirming the complaint. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on november 6, 2019 that a lighttrail reusable 270um laser fiber used in a furs procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was an auriga qi 30 watt laser console. According to the complainant, during the procedure, there was no energy coming out from the laser fiber. It was also noted that a part of the fiber near the sma connector was slitting. The procedure was completed with a lighttrail reusable 365 laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector and laser fiber tip detached.